Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device, which was returned to the user facility after repair service, still tested positive for pseudomonas aeruginosa during microbiological surveillance culturing test at the user facility. The facility reported that the subject device had bee repaired due to a contamination of pseudomonas aeruginosa despite of several reprocessing. The subject device had been reprocessed using a non-olympus automated endoscope reprocessor (soluscope 3) with peracetic acid. Other detailed information such as the type and number of the bacteria has not been provided from the user facility at present. There was no report of patient infection associated with the event.